Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced as the device was not returned, and a root cause could not be identified. Based on customer follow up, the device has been replaced and the issue has been resolved. No additional information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of confirming the monthly analysis report, there was no increase in trend observed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii video system center did not get an image in privations, the cv-190 monitor had an image. There was no report of patient harm or user injury associated with this event.